Event description:
It was reported that during a stenting procedure, a guide wire fracture occurred. The 90-95% stenosed, de novo lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The physician advanced a non-bsc stent delivery system to the target lesion and during deployment the 185cm pt2 guide wire bent back on itself and the shaft fractured inside of the patient. The physician attempted to retrieve the device but it stayed in place. The physician successfully secured the device with another non-bsc stent delivery system. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a stenting procedure, a guide wire fracture occurred. The 90-95% stenosed, de novo lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The physician advanced a non-bsc stent delivery system to the target lesion and during deployment the 185cm pt2 guide wire bent back on itself and the shaft fractured inside of the patient. The physician attempted to retrieve the device but it stayed in place. The physician successfully secured the device with another non-bsc stent delivery system. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found a piece of the wire of 30 cm was returned (presumably from the distal part of the wire), the returned device presented two fractures on its proximal and distal end. The returned device was sent for further analysis. The distal fracture site occurred due to a tension. Overload in a region with a reduction on the cross section area. The proximal fracture occurred due to a bending overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).